Event description:
It was reported the touch pen wasn't working well, keyboard parts were broken, and the panel was broken. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the stylus was broken off near the connection and would not work, the stylus was replaced and calibrated. It was also noted that the hinge plate screw was missing and loose, confirmed that the tab on the power cord bay door was broken, and confirmed that the keyboard connector on the main processing unit was loose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 229047 analyzer. (B)(4).